Manufacturer narrative:
H3: device evaluation: lens was returned in vial in liquid. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +04.00/+3.5/100 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned 2 times ((B)(6) 2022 and (B)(6) 2022) but the problem was not resolved. The lens was replaced with a different model but same length lens and the problem was resolved. The patient will need subsequent correction of astigmatism with laser. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).